Event description:
Dealer advised tilt recline frame broke in half and side rail has stripped screw threads where crew is pulled through. Dealer advised bolt that attaches back to seat frame is missing.